Event description:
The fse reported that the system would intermittently freeze and shutdown in the middle of exam. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.